Manufacturer narrative:
The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade iii; "minimal amount of fluid".

Event description:
Patient reported right side capsular contracture baker grade unknown and "recall". Healthcare professional later confirmed right side capsular contracture baker grade iii and reported right side "radial folds" and "minimal amount of fluid". Device remains implanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown confirmed by MRI/us and recall. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.